Event description:
Customer reportedly obtained results of 95mg/dl and 295mg/dl on the same device within 10 minutes. The device memory reports results of 95mg/dl and 297mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. Level one quality control was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.